Manufacturer narrative:
The pump was returned for investigation. Investigation revealed issue. This report is made based on results of investigation completed on 01/02/2019. The pump has been returned and evaluated by product analysis on 01/02/2019 with the following findings: device evaluation: the display was noted to be dim/faded/discolored.

Event description:
The insulin pump was returned to the manufacturer and investigation of the device was completed 01/02/2019. On investigation, the display screen was noted to be dim/faded/discolored. This complaint is being reported as a result of product failure found during investigation and not previously alleged or reported.